Manufacturer narrative:
Concomitant medical product: addrl1 ipg implanted: (B)(6) 2015.

Event description:
It was reported that during use the right ventricular (rv) lead and atrial lead exhibited loss of capture. It was also reported that the atrial lead exhibited high threshold. The rv lead and atrial lead remain in use, and patient to monitored via follow up check. No patient complications have been reported as a result of this event.